Manufacturer narrative:
H3: device evaluation: the lens was returned in liquid in lens vial. Visual inspection found no visible damage to the lens. Claim # (B)(4).

Manufacturer narrative:
Corrected data: b5: the reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -6.50/+0.5/007 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved. The cause of the event was unknown. The patient is happy. D7: explanted date: (B)(6) 2019. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -07.00 diopter, in the patients right eye (od), on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved. The cause of the event was unknown.